Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that while the ventilator was connected to a patient the ventilator generated an alarm "restart ventilator" and ventilator subsequently stopped. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the returned dc/dc and standard connector printed circuit (pc) board has been completed. This board contains electronics which convert the incoming +12v unregulated to the ventilator. All different voltages and all standard connectors are located on this board. Simulated-use testing in a laboratory environment could not reproduce the reported issue. The dc/dc and standard connectors pc board worked as expected. Evaluation of the received device logs can confirm the reported restart ventilator error. It was logged as a system shutdown watchdog reset 2 times on the actual date of event. When the message system shutdown watchdog reset occurs the monitoring sub-system is restarting which takes a few seconds. The monitor restart occurs when the monitoring sub-system cannot communicate with the other sub-systems and therefore is generating the alarm restart ventilator. The restart only affects the monitoring sub-system and the ventilation continues with unchanged settings. However, curves, parameters, and measured values will not be visible during the few seconds it takes for monitoring sub-system to restart, which can be perceived as the ventilator stopping. The root cause for the reported restart has not been able to be determined since the reported problem was not reproduced during our investigation.

Event description:
(B)(4).